Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 490cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient reported experiencing irritated skin and redness of the breasts, pain and swelling of the feet/toes and hands/fingers, and fatigue. Eventually, she tested positive rheumatoid factor and was diagnosed with rheumatoid arthritis. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2024. Patient reports after breast implant removal, the breast skin redness has resolved with drastically reduced inflammation of the hands and feet. The date of event was provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.